Manufacturer narrative:
Film review of returned angio images during implant revealed that the patient had a proximal neck with a flow lumen diameter that measured 25mm (l-r) just below the renals, and 23mm at the bottom of the neck (per the calibrated catheter). The infrarenal neck angulation measured 60 deg l-r; relative to the origin to the iliac arteries. A stent was seen previously placed into the left renal artery. From the left side the bifurcate was implanted just below the renals. The contra gate opened on the left side and the ipsi limb was placed down into the left common iliac artery. The proximal stent graft od measured 22mm. The contra limb was implanted proximally with 3cm gate overlap and extended distally into the right common iliac artery. Angio injection from above the suprarenal stents showed a widespread area of strong contrast blush outside the stent graft. The contrast was primarily seen on the left/co ntra side of the bifurcate near the level of the flow divider, and also (to a lesser extent) on the right/ipsi side of the bifurcate near the flow divider, and below the gate coming from the limbs near the base of the aaa sac. With the contrast inje ctor(s) pulled down inside the bifurcate aortic body the endoleak was again seen primarily on the left/contra side of the bifurcate, near the level of the flow divider and proximal contra limb stent, as well as near the gate. Angio injection while ballooning and occluding the contra gate again showed contrast blush outside the stent graft primarily along the left side of the bifurcate, above flow divider and below the gate. An endurant limb was then implanted within each limb, proximally from 1.5 ¿ 2cm above the flow divider, extending distally 2.5cm below the gate on the contra limb, and 1.5cm below the distal ipsi limb. Final angio showed a smaller residual contrast blush which appeared to be coming from near the level of the bifurcate flow divider on the left side. Review of CT¿s from 4 days post-implant confirmed that the endurant bifurcate was positioned just below the renal arteries. The proximal stent graft od measured 22mm. The ipsi limb and extension were placed down into the distal lcia, and the contra limb and extensions were within the mid-rcia. The max diameter aaa measured - 5.3cm; no obvious endoleak was observed. Both limbs were patent and no obvious stent graft issues were observed. The exact cause and type of endoleak could not be confirmed from the images provided. It appears most likely that this was a type IV endoleak coming from the bifurcate, but cannot rule out a type iii fabric endoleak. The endoleak seen at final angio, which appeared to have resolved at the 4 day CT follow-up, was most likely a type IV endoleak, or possibly a type iii fabric endoleak from the main body that was not covered by either of the two endurant limbs which were relined across the flow divider.

Event description:
Additional information received confirmed that the endoleak has self resolved and no additional treatment is required.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that after placement of the stent grafts, the physician ballooned the proximal aortic neck, the overlaps of stent grafts and distal legs. Control angiography indicated a type iii, fabric endoleak slightly above the flow-divider. The physician decided to implant iliac limbs into the stent graft already in place. The physician implanted one endurant iliac limb in the ipsilateral branch of the main body and the other endurant iliac limb in the contralateral side; landing proximally above the flow divider as a double barrel and in an attempt to cover the type iii fabric endoleak in the main body. The type iii fabric endoleak was not resolved. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.